Event description:
Ethicon stapler ref #ech45s lot# a98n74 exp:07/31/2028 did not work properly. Packing was intact. When the scrub tech attached the battery, it did not make any sounds and when surgeon went to fire it would not fire. This did not touch the patient, and it was removed from the field immediately. A new stapler was given to sterile field for use.